Manufacturer narrative:
Testing of actual/suspected device (10) a getinge field service engineer (fse) evaluated the iabp and found that the safety disk is broken, damaged, deteriorated, causing the machine to be unusable. Alarm leak in iab circuit. The fse completed a complete system check of the iabp. A quote will be provided to the customer. A supplemental report will be submitted when additional information is provided. Event site full address: (B)(6).

Event description:
It was reported that during use on a patient the cs100 intra-aortic balloon pump (iabp) was displayed "alarm leak in iab circuit". There was no harm or injury to patient and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10, h11 corrected fields: d4. The fse replaced the safety disk to resolve the issue. The unit was returned to customer and cleared for clinical use.